Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error unknown. The reporter alleged that does not know what error number it is. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.